Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Concomitant product: 694765 lead, implanted: (B)(6) 2012.

Event description:
It was reported that there was an alert triggered due to noise sensed on the lead. Additionally, it was reported that the index noise episode was not possible to retrieve from the diagnostic memory of the device. The device and lead remain in use. It was noted that the patient has since been to follow-up and the alerts have stopped and no new noise episodes have been recorded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.